Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported a patient presented with grade 4+ degenerative mitral regurgitation (mr) with posterior prolapse, very thin leaflets and heavy shadowing on the anterior leaflet. The first ntw clip ((B)(4)) was placed centrally at a2/p2. Extended time was utilized to confirm leaflet insertion, including x-plane off of bicom, multiple long axis views, tg sax, live 3d and 3d enface to confirm adequate leaflet insertion. The mr was reduced from 4+ to 2+. The physician decided to place another clip just lateral to the first one. Upon deployment, the clip immediately detached from the anterior leaflet resulting in a single leaflet device attachment (slda). The clip remailed attached to the posterior leaflet and appeared very stable. An xtw was prepared and placed on the lateral aspect of the slda in the a2/p2 region. Mr was reduced from 4+ to 1+. There was no delay in therapy. The following day, a transthoracic echocardiogram showed trace mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (thin leaflet) with poor visualization (heavy shadowing on the anterior leaflet). The reported poor image resolution was difficult to visualize due to heavy shadowing on the anterior leaflet. The reported unexpected medical intervention and serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.